Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73m1800266. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We are currently receiving complaints from some of our surgeons in regards to the weck hem-o-lok clip referenced ae05ml with lot 73m1800266. You can fire a clip and then it jams and does not allow you to fire another clip.